Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 7.2-8.5cm from the distal tip electrode. External insulation abrasion was found at 10.2-10.3cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact as these locations.

Event description:
It was reported that during routine follow up, high pacing lead impedance and high threshold were observed. The lead was explanted.